Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away following the implant of their implantable pulse generator (ipg). It was reported that postoperatively, the patient showed a heart rate of 48 on the electrocardiogram monitor. The patient was minimally response. The patient's blood pressure then dropped. The patient went into ventricular tachycardia (vt), cardiac arrest and then passed away. Attempts to obtain additional information were unsuccessful.